Event description:
On (B)(6) 2012, (B)(6) of the cardiac assist clinical support staff reported an instance where a th pump was primed with an unapproved method (dunking method developed by (B)(6) facility for speed of implant). The pt was on support for approximately 5 min when the staff noted "frothy blood" all around the pump head and outflow cannula. In-flow cannula looked normal. Flows had been around 3.2/6600 (estimated- no flow probe yet) for the 5 min. Flows apparently then went to zero and pt became unstable hemodynamically. Pt was placed emergently on ECMO and was taken to the ICU. (B)(6) confirmed that the site uses their own in-house developed method for priming the lower and upper housings, and do not follow cai recommendations. Patient did not respond well to ECMO, due primarily to significant lv dysfunction contributing to cgs. A return authorization was issued for return of the pump for analysis to rule out pump involvement even though reported information indicates misuse of the pump/failure to follow approved IFU.